Event description:
It was reported during implant procedure that the atrial lead failed to be removed from the device header. The lead was successfully exchanged. The patient was stable.

Manufacturer narrative:
The reported event of ¿atrial lead failed to be removed from the device header¿ was not confirmed. As received, a complete lead was returned in two pieces. The lead was able to be inserted and removed into device without difficulties. Visual and x-ray inspections of the lead did not find any anomalies except for damages consistent with procedural damage.